Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: g4 the device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: fiber bonding in outer tube area (distal end) was damaged; the light guide bundle of the insertion section was broken; and light transmission was not given or was too low. Based on the results of the investigation, and since the reported malfunction was not reproduced, a root cause could not be identified. Based on the results of the investigation, it is likely the light transmission was not given or too low due to a broken light guide bundle on the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during an unspecified diagnostic procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited red and green vision with interferences. There were no reports of patient harm.